Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she cleaned the battery cap but it the display did not turn back on. Customer was advised that the time and date will need to be set. Customer's blood glucose was 198 mg/dl at the time of the blank display on the insulin pump. Customer called previously regarding a blank display but did not have a battery to test with the pump. A replacement battery will be shipped to the customer. Customer also received a battery out limit alarm. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised that the battery cap will be replaced.